Event description:
It was reported that prior to an unknown case, the device was broken in the package. The black ring broke. No patient involvement.

Manufacturer narrative:
Evaluation summary: the analysis results found that it was returned with the black o-ring torn inside the sterile package. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.